Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an anterior cervical discectomy and fusion using rhbmp-2/acs on (B)(6) 2010. Post-operatively, patient developed increasingly severe pain. Imaging studies ultimately showed that patient had developed uncontrolled bone growth and resulting nerve compression at the implant site. The patient developed chronic pain and radiculitis, emotional distress and mental anguish. The patient has undergone multiple revision surgeries to attempt to remove the bone overgrowth. No further information has been provided.